Event description:
It was reported that the device was unable to be fully docked to the delivery catheter during the implant procedure. The device was also unable to be removed from the delivery catheter after it was removed from the patient. The implant procedure was abandoned to resolve the event, and the patient was in stable condition.

Manufacturer narrative:
The reported event of separation failure was not confirmed. A visual inspection revealed no anomaly on inner or outer helix. The inner diameter of the device docking button where the bullets on the tether interact was within required specification. Further analysis performed revealed no anomalies. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.